Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The pump passed the self test, sleep current test and the displacement test. Unit failed the active current test. High active current isolated to pcba 2. Power error detected alarm due to j6 connector resistance issue. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error detected and the motor arm cannot communicate with the main arm alarms. Problem isolated to electronic assembly. No unexpected hardware low level failures, interprocessor communication error, or the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarms during testing however, hardware low level failures alarm (variable 9), interprocessor communication error alarm, the hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range alarm, and the motor processor did not report the pumps stroke as finished in reasonable time. Data in alarm can identify if this was basal/bolus , fill tubing or fill cannula alarm are found in the formatted history file due to a software error.

Event description:
Customer reported via phone call that the insulin pump had a failed battery test and multiple pump error alarms. Customer¿s blood glucose level was between 220 and 240 mg/dl. Troubleshooting was performed. Customer replaced the battery, passed self test and they were able to rewind the insulin pump. Customer performed displacement test and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.